Manufacturer narrative:
H3) the instrument was returned to the manufacturer for evaluation. After visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the tip of the returned driver had been broken off and was physically damaged. Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that as the driver was being threaded onto a screw, the tip of the driver broke off. Nothing with navigation was wrong. Unknown if a patient was present and if there was a delay to the procedure. Additional information was received from the manufacturer representative. It was reported that a patient was present when the incident occurred. However, the patient was not involved. The manufacturer representative stated that the incident happened prior to the screw being implanted, when the screw was being loaded onto the driver. Therefore, there was no patient impact involved with this incident. It was noted that a lumbar fusion procedure was being performed and there was no delay to the procedure.